Event description:
A complaint of incorrect configuration of units was received on a consumer's blood glucose monitor. The customer obtained a reading of approximately 200 mg/dl on the glucose monitor which the customer interpreted as 200 mmol/l. The meter was a new meter and was not checked for proper configuration prior to usage. The customer felt unwell and collapsed after administering insulin as appropriate for the incorrect interpretation of the reading. The meter was checked by a dr who confirmed the meter was set for readings in mg/dl not mmol/l units. The customer recovered from the event with no reported ill effects.